Event description:
The reporter stated that the surgeon attempted to insert a =31.5 diopter, cc4204bf collamer lens. The lens trailing haptic tore prior to insertion into the eye. No patient contact or injury. The reporter stated that the cartridge was the cause of the trailing haptic tearing.

Manufacturer narrative:
Results - (other): the product pertaining to this complaint was not returned. However, the lens was returned and visual inspection showed that one lens haptic with part of the lens optic was torn off and missing. Clear surgical residue/ debris on the product. Conclusions: (no conclusion can be drawn). Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.